Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was not able to be duplicated. During testing, the current limit value into 5r test was not able to be adjusted due to faulty pkrf board. Using reference pkrf test boards, the output power was checked and no issue was found. Burn in test was performed for two hours and the device passed testing with no error codes generated. Unrelated to the reported issue, deep scratches exposing metal were observed on the base plate. Damage was also noted on the central screw hole. Crack on the left handle was determined and three (3) mounting feet was observed to be missing. Multiple scratches on the front panel, key pad were also observed and minor scratches on top case were noted. Review of fault log revealed error 200 ref 79 showed two times in the log, indicating a pk-rf thermistor failure[ post check]. Thermistor temperature/resistance out of range. Most possible cause for error 200 ref 79 is a defective thermocouple unit which needs to be replaced. Based on evaluation findings the reported issue was not able to be duplicated however, review of fault log found error 200 ref 79 two times in which possible cause due to defective thermocouple attributed to electronic component failure. Other failure found was identified to be attributed to a faulty pkrf board. The root cause of the faulty pkrf board was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
A report of e200 internal failure error message during device installation was reported. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device had been previously serviced by olympus therefore a service history review will replace DHR (device history records) review. Review of the previous service shows no abnormalities. Olympus will continue to monitor complaints for this device.